Event description:
The customer reported that he was experiencing high blood glucose for two days and it was up in the 500 to 599 mg/dl range. At the time of the report, his blood glucose was 437 mg/dl. Troubleshooting was performed. The drive support cap appeared normal, there was no air in the tubing, and insulin did exit the tubing during a manual prime. The settings and history on the insulin pump were correct and normal. The high pressure test was performed and passed. The customer was advised the insulin pump was working as designed and to change the infusion set, reservoir and insulin. Upon removal of the infusion set, the cannula was found to be bent. The customer stated the cannula was occluded. He was advised to speak with his doctor regarding a possible site change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).